Manufacturer narrative:
Corrected: used for intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye which was removed and replaced in a secondary procedure due to unexpected post operative refractive error. It was reported that the results are good. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection of the lens revealed that the lens was cut in half. Visual inspection also revealed surface residuals, particles and fibers adhered to both sides of optic body which indicates that lens was handled in an unsterile environment. Diopter verification was not performed due to the condition of the returned lens (cut in half). All pertinent information available to the manufacturer has been submitted.